Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and raw. The patient reports the garment was fitting too tight and digging into their side. There was no alleged device malfunction contributing to the irritation it's unclear if the physician who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Outcome of the irritation is unknown.